Manufacturer narrative:
Exemption number e2016004. (B)(4). Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z45l device [serial number (B)(4)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (168,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 168,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test points (1) and (2) a few seconds after the start. Temperature measurements 41 seconds after the start are as follows: test point (1): 57.4 degrees c, test point (2): 80.8 degrees c, test point (3): 33.6 degrees c, test point (4): 34.1 degrees c. The rise in temperature was so sudden that the test was concluded 41 seconds into the planned 5 minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: the bearing retainer (ball retaining part) of the ball bearing on the cartridge rear side was broken. There was corrosion inside of the cartridge and drive shaft gear. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report #(B)(4). Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken bearing retainer. A lack of maintenance causes the accumulation of debris in the inside parts, which contributes to corrosion leading to the broken bearing retainer. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi reported the above evaluation results to (B)(4) and directed (B)(4) to remind the user of the importance of maintenance, as instructed in the operation manual.

Event description:
On november 6, 2018, nakanishi received an e-mail from a distributor ((B)(4)) about a handpiece overheating. Details are as follows: the event occurred around (B)(6) 2018. The dentist was performing a surgical extraction of #32 on patient using the z45l handpiece (serial no. (B)(4)). There were no abnormalities in the device observed prior to use. The patient was under local anesthesia. During the procedure, the dentist first noticed a white patch inside the patient's mouth and redness around the patient's lip, then, found that the patient had received a small burn (approximately dime-sized) to the cheek. The dentist stopped using the handpiece. The patient was advised to rinse the wound with warm salt water and apply vitamin e oil to the lip. The dentist has followed up with the patient, and the patient healed normally. The dentist determined that no further medical attention was required for the injury.